Manufacturer narrative:
The sample was not returned for evaluation. The device history record could not be reviewed without a lot number. The directions for use states in removal of device section: "to remove the catheter from the rectum, the retention cuff must be deflated." It is not known if the cuff was completely deflated before discontinuation of the device. The directions for use also states in the warning section: "do not over inflate retention cuff. Rectal bleeding should be investigated to ensure no evidence of pressure necrosis from the device. Discontinuation of use of the device is recommended if evident." In the contraindication section, it states: "do not use on pts with any rectal or anal injury, severe rectal or anal stricture or stenosis (or on any pt if the distal rectum cannot accommodate the inflated cuff), confirmed rectal or anal tumor, severe hemorrhoids, or fecal impaction. Not for use on pts with suspected or confirmed rectal mucosa impairment, i.e. Severe proctitis, ischemic proctitis, mucosal ulcerations. Not for use on pts with indwelling rectal or anal device (e.g. Thermometer) or delivery mechanism (e.g. Suppositories) or enemas in place." (B)(4).

Event description:
It was reported that a pt had a rectal tear when the device was removed. The pt had a competitor's stool management system in for a week prior to placement of the device without any problems. The cuff was not overinflated. This pt had multiple medical issues such as altered mental status, seizures, and hepatic encephalopathy. The pt required a blood transfusion. The issue is resolved at this time and the device is no longer in place. No additional info could be obtained.